Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had lost power. Allegedly, the battery compartment was cracked and there was moisture in the battery compartment. The reporter alleged that the patient experienced elevated blood glucose (bg) over 250mg/dl but less than 500mg/dl with no reported signs or symptoms of hyperglycemia. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 12/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2015 with the following findings: a review of the black box data showed reboots on (B)(6) 2015-(B)(6) 2015. The total daily doses in the history showed that shows daily insulin delivery totals correctly reflect user's programmed rates at time of complaint. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture contamination was observed inside battery compartment and underside of the returned battery cap. The returned battery cap had damaged threads and was unable to fully tighten on to the pump. The pump had an intermittent power issue with the returned cap. A test cap was then used to complete investigation and the pump was then exercised for 24 hours with no alarms. The pump passed a delivery accuracy test and was found to be delivering within required specifications. The pump failed a leak test at the battery compartment. The pump cover was opened and no further moisture contamination was found in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.